Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the surgeon placed the stapler around the tissue and tried to fire. The stapler would not fire and was locked out. The surgeon forced the handle and broke the stapler. The staples were then removed and replaced with another to complete the case. There was no consequence to the pt.